Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.

Event description:
(B)(4). This is the same case as reports 2134265-2009-05852 & 2134265-2009-05824. The patient was enrolled in (B)(6) of 2005. A type I lesion was identified in the left carotid artery. The reference vessel diameter was 4mm and the lesion length was 20mm. There was 80% stenosis as measured via (B)(4). The target vessel was moderately tortuous with 1+ calcium. The filterwire ez was used for cerebral protection during the procedure. A 9mm diameter by 30mm long carotid wallstent over-the-wire device was delivered and successfully placed at the intended site. An ultrasoft balloon dilatation catheter was used for pta. Atropine 1ui was administered during the procedure. The procedure was a technical success. There was a perioperative event recorded of hypotension which resolved with no residual effects. Residual stenosis was 0-29%. Post-procedure the stent was found to be patent. The stent was rated as successfully placed and a technical success. The patient was asymptomatic. There were three follow-up visits reported in (B)(6) of 2005, (B)(6) of 2005, and (B)(6) of 2006. At each of these visits the stent was patent and had 20% residual stenosis. The patient was asymptomatic and had no complications or adverse events. The speech and language, mental and intellectual functions, cranial nerves and eye examination, motor system and sensory system were functioning normal and were unchanged from the last visit for each of the follow-up visits.